Event description:
It was reported that when using the bd pyxis¿ es server order was not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over to pyxis. A technical support specialist (tss) identified the error caused by missing component type in the order, advised resending the order with the correct component type, confirmed the order successfully crossed to pyxis, and acknowledged issue resolution with case closure approval. The system functioned as intended after the technical support specialist advised customer to resolve the issue.